Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found. The analyst noted there was no evidence of anomalies found and oversensing and unexpected shock were addressed with associated lead. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks and it was noted t-wave oversensing in combination with premature ventricular contraction couplets were observed after bi-ventricular pacing, resulting in detection and delivery of therapy. The right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.